Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the caster supports were cracked and the casters not holding in brake. The technician replaced the supports and casters to repair the bed.